Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that failed. The customer reported that the touchscreen was functioning as normal, but was sporadic, and the touchscreen functions would not work. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A diagnostic was performed by a service engineer (se), and it was reported that when attempting to calibrate and test the touchscreen, the touchscreen icon would not stay in place and keeps moving around. The se downloaded the logs and took a video of the behavior. The se reported that the touchscreen was replaced, and the issue was resolved. The system meets the specification for the performed service and is returned to use.